Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements made to the company's complaint handling processes. This event is being filed in accordance with a CAPA which has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. The device user utilized a blunt needle to softly break the plastic film that was occluding the first location. The device user was able to manipulate the infusion tubing to break the tubing apart in the location of the second occlusion also. These interventions allowed the heparin infusion to be primed, but message code 270 remained. A clinical specialist advised the device user to complete a rapid stop/start of perfusion. The rapid stop/start worked and 270 was no longer visible. The device user was asked to return the infusion tubing so that it can be evaluated.

Event description:
The device user reported that message code 270 (occluded tubing) displayed on the device screen. The device user was able to determine that a syringe infusion line for heparin was being occluded by a plastic film in two locations. The first location was where the tip of the syringe is screwed into the luer lock. There was a plastic film that was occluding the syringe line from being primed. The second location was further up the infusion line where the infusion tubing was stuck together. It was decided to discard the donor liver due to lack of viability. The device user believes that the occluded tubing contributed to the liver not being viable for transplantation.

Event description:
The device user reported that message code 270 (occluding tubing) displayed on the device screen. The device user was able to determine that a syringe infusion line for heparin was being occluded by a plastic film in two locations. The first location was where the tip of the syringe is screwed into the luer lock. There was a plastic film that was occluding the syringe line from being primed. The second location was further up the infusion line where the infusion tubing was stuck together. It was decided to discard the donor liver due to lack of viability. The device user believe that the occluded tubing contributed to the liver not being viable for transplantation.

Manufacturer narrative:
The device was not available for evaluation. The device history records were reviewed with no deviations identified. Without customer sample and understandable failure description no deeper root-cause-analysis is possible. The reported event cannot be confirmed. The root cause could not be clearly identified.